Event description:
The following was reported to hamilton medical ag: description from hospital: at (B)(6) hospital the device has entered ambient state while ventilating a patient. First information has it that the patient was not injured. Original customer complaint: the device switched to ambient mode during ventilation. Some technical faults were logged.

Manufacturer narrative:
It has come to our awareness that several of our latest MDR submissions failed to submit to your FDA MDR database due to double entries of MDR reports. Through an internal mistake, there was confusion with some of the reports concerning the MFR report numbers which is why the same MFR report number were used twice for several reports (3001421318-2022-00023 - 3001421318-2022-00033, 3001421318-2022-00035, 3001421318-2022-00037 and 3001421318-2022-00038). Therefore, we received a notification that this report was a double entry. We report the case now again with a new sequential number that has not been used in a previous MDR report. As a consequence of this misunderstanding, this MDR is now filed late. Conclusion of cer 104341: hamilton medical ag has investigated the case based on the received information. No patient was harmed. Intervention took place because of the triggered "ambient state" (ventilation stopps).they stopped using the device. The investigation showed that a hardware related issue led to the hamilton-c6 going into "ambient state". During "ambient state" the inspiratory channel and expiratoryvalves are opened, letting the patient breathe room air unassisted. Conclusion: - the device alarmed with te 246005=alarm monitor defective, which indicates that the alarm monitor on the mainboard had to process erroneous data. The te 246005 triggered the te231032 as a subsequent error. The unit went into "ambient state" a short time later, because most likely the communication on the qspi bus between the sw (esm) and the alarm monitor (mainboard) was interrupted. Due to this communication interruption, the unit additionally alarmed with tf 446016 watchdog alarm (tasks sw monitoring). The error is not constant, the unit could be restarted without problems cause: process communication between processor (esm) and alarm monitor (mainboard) faulty/ not present. Correction: replacement of esm and mainboard.